Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026, where the infusion set tubing came apart from site. The infusion set was in use for less than three days. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country:finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.